Manufacturer narrative:
Investigation: the returned units were functionally tested and the report of leakage was confirmed. The leakage portion was located in the pilot balloon, approx 24mm away from the connector end. We examined the leakage portion under magnification and found a tear, approx 0.64mm in length. A review of our complaints history confirmed this to be the first complaint for the lot number involved in this event. Though there have been complaints of leakage on this product code they are historical and do not indicate a systematic failure during manufacture. A review of mfg process confirmed the presence of a cuff inflation checked carried out on 100% of this prod line. Root cause: the root case for this incident appears to be related to user interface caused by the pilot balloon being pinched against the outer wall body. Event likely caused by poor handling or storage conditions. This report has been logged for trending.